Event description:
It was reported that the patient presented in the hospital after receiving a vibratory alert. Low, out of range high voltage lead impedance measurements were noted in the lifetime range, but not in the visual trend. The device was reprogrammed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.